Event description:
New information received notes the patient had no symptoms and was unaware of right ventricular (rv) lead noise. The noise led to oversensing on the rv lead. The physician was aware of the noise on the ra and rv lead. No programming changes were made. It was determined that the patient will be monitored.

Event description:
Related manufacturer report #: 2017865-2024-03348. It was reported that noise, high pacing impedance and no capture was observed on all leads including the right ventricular (rv) and right atrial (ra) leads. The patient was stable.

Manufacturer narrative:
Further information was requested but was not yet available.